Event description:
It was reported that during an angioplasty treatment procedure a shaft fracture occurred. The de novo concentric lesion was located in a mild tortuous left anterior descending (lad) coronary artery. The lesion was 10mm and the diameter was 2.5mm in size. The physician attempted to performed the kissing balloon technique with the nc quantum apex mr 15mm x 3.00mm balloon. However, the hypotube of the balloon broke before the balloon was inflated. The distal segment of the balloon catheter was in the abdominal aorta. The device was removed with a non-bsc guide loop catheter. The procedure was completed with a different device. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).